Manufacturer narrative:
Sections with additional information as of 22-mar-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer several follow-up calls to find out customer's condition and to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 253mg/dl. The expected fasting blood glucose test result range is 120-150mg/dl. The customer did report symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 196mg/dl non-fasting using the meter. The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history. Result 1 : 253mg/dl date & time: could not read it. Unknown. Result 2 : customer could not read it. Result 3 : customer could not read it. Result 4 : customer could not read it. Result 5 : customer could not read it.